Event description:
The device was used during an ileo-cecal anastomosis. Reportedly, the staples did not form properly. The surgeon applied manual suture. The hosp has reported that no pt injury occurred.